Event description:
The following was reported to hamilton medical ag: summary: during ventilation with asv mode, the alarm suddenly went off and rebooted automatically. Then, ambient mode occurred and they couldn't start ventilation. Tf444004 displayed on the screen. The hospital staff replaced the ventilator with another one while using a bag valve mask. They turned the device off. About 3 hours later, they turned it on, then tf444004 occurred again. But after they turned it off, it didn't start up any more even if anyone pressed the power button.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation with asv mode, the alarm suddenly went off and rebooted automatically. Then, ambient mode occurred and they couldn't start ventilation. Tf444004 displayed on the screen. The hospital staff replaced the ventilator with another one while using a bag valve mask. They turned the device off. About 3 hours later, they turned it on, then tf444004 occurred again. But after they turned it off, it didn't start up any more even if anyone pressed the power button.